Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate material selection¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nursing staff was encountering resistance with the removal of a foley catheter on the patient. The balloon was totally deflated and the foley catheter was stuck approximately 2 inches up the shaft from the end of the penis. Warm blanket had been tried and the physician assistant and physician were contacted. Physician assistant was able to remove with some additional force required. Upon inspection of the catheter it was noted that the balloon was totally deflated but left a rimmed edge to the foley catheter which was not normal. No blood noted on the catheter or evidence of any trauma. No serious harm was reported. Per additional information received on 09feb2023, stated that no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nursing staff was encountering resistance with the removal of a foley catheter on the patient. The balloon was totally deflated and the foley catheter was stuck approximately 2 inches up the shaft from the end of the penis. Warm blanket had been tried and the physician assistant and physician were contacted. Physician assistant was able to remove with some additional force required. Upon inspection of the catheter it was noted that the balloon was totally deflated but left a rimmed edge to the foley catheter which was not normal. No blood noted on the catheter or evidence of any trauma. No serious harm was reported.